Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the pump touchscreen was unresponsive. Additionally, it was reported that the usb port was damaged due to debris inside the usb port making it difficult to charge. There was no reported adverse impact to customer¿s blood glucose level. The customer declined further follow up from tandem technical support.